Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 25 mg/dl; cause was unknown. Contact provided the customer with juice to treat bg. System check was performed and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
(In addition the initial codes).

Event description:
It was reported that the customer experienced low blood glucose (bg) of 25 mg/dl over the period of a few days which caused the customer to lose consciousness. To treat the low bgs, the customer's husband provided the customer with carbohydrates. System check was performed and verified that the pump was functioning as intended.